Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30273489m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) female patient (54kg) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping of right ventricular outflow tract (rvot), the patient¿s blood pressure declined, and cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient¿s outcome is fully recovered. There¿s no information regarding extended hospitalization. The physician stated there is no causal relationship between the bwi product and the adverse event. No bwi product malfunctions were reported. No further information is available.